Manufacturer narrative:
This report is submitted to late with reference to FDA 5 day report. However, we haven´t submitted the report since we have a clinical medical officer and the involved doctors that confirm that this incident is not related to the use of the product. It was shown on both patient, by CT scan after the death, that they have air embolism in the lung, which is the cause of death. The doctor has informed that there was no problem using the product, and it worked accordingly. The reason we submit now is that our notified body, (B)(6), during a annual audit informed that they believe this should have been reported. According 21 cfr §803.20 (2) we found that we did not needed to report this event, based on clinical study literature, which our clinical medical officer has found and analysed. The documentation show that in 3,8% of these procedures their is problem with air embolism. Furthermore, it also show that it is important that the patient is laid on their bag and is angled so that the biopsy area is lower than left atrium. This procedure was not followed at the hospital. Mermaid medical (B)(4) conclude that the incident is not caused by the use of our product. We have been informed from the hospital that they still use the product and that they have changed their process, all is working fine now. We hereby close the case.

Event description:
2 patients have died after a lung biopsy. First patient died 10 sec. After the biopsy and the second patient died 60 seconds after the 2nd biopsy. No abnormal occurence occured in the procedure and the biopsy needle worked as intended.